Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd slip-tip syringe with bd precision glide¿ needle was damaged/deformed. The following information was provided by the initial reporter, translated from chinese: "missing plastic at the junction of the needle and barrel".

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and lot number 2108136. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. However, the retained samples did not show any signs of defect. Based on the investigation results, an exact cause could not be determined for this incident.

Event description:
It was reported that the tip of the bd slip-tip syringe with bd precisionglide¿ needle was damaged/deformed. The following information was provided by the initial reporter, translated from chinese: "missing plastic at the junction of the needle and barrel"